Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2007 to treat symptomatic cysto-recto-enterocele, incomplete prolapse of the vaginal vault, left ovarian cyst and stress urinary incontinence with hypermobility of the bladder neck with concurrent laparoscopy with bilateral salpingo-oophorectomy, laparoscopic lysis of adhesions, anterior and posterior colporrhaphy, intra-arcus colpopexy with pelvisoft graft and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/07/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced pain, infection, urinary/bowel problems, and dyspareunia.